Manufacturer narrative:
The device is evaluated remotely with help from philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause is due to be a battery failure. The customer ordered a replacement battery to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery problem. There was no patient involvement.